Event description:
An endeavor sprint rx was implanted in the distal rca. At the 30 day, 6 month, 1 year and 1.5 year follow ups the patient was asymptomatic/free of symptoms. At the 2 year follow up the patient's cardiac status was reported as stable angina. Approximately 2 years and 5 months post the index procedure the patient experienced stent thrombosis of the study stent. The investigator reported elective pci of non target vessel. During the procedure, restenosis of the study stent was identified. Patient was reported to be asymptomatic at 2.5 year follow-up stage and had stable angina at 3 year follow-up stage.

Event description:
Investigator has indicated that the stent thrombosis was not related to the endeavor sprint rx drug-eluting stent.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent thrombosis). (B)(4).